Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg) events after meal announcements for lunch and dinner. Review of the bionic report showed significant drops in bg following usual meal announcements. The agent scheduled additional training to address meal announcements and dosing practices. The lowest blood glucose (bg) recorded was 63 mg/dl. Bg was corrected with glucose tablets. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.